Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Only year known, assumed ((B)(6) 2004).

Event description:
Received information from a surgeon testifying in a lawsuit that during a colon procedure 8 years ago, the patient received a burn injury to the stomach. It is presumed by the surgeon and other experts who have reviewed the case that this injury was incurred by the harmonic ultrasound instrument which was used during the procedure. As this happened 8 years ago, the instrument cannot be sent in and it is uncertain which instrument was used. Patient is on her second round of pursuing a "settlement" legally and no further information has been provided. Surgeon advised in 2004, he operated on a patient who received a burn injury to her stomach which led to a perforation of her stomach. The surgeon did say that he and others who have reviewed the case believed the burn injury, which led to perforation, was caused by inadvertently coming in contact with the stomach after activating the instrument.